Manufacturer narrative:
The needle was not removed from the patient¿s body. Conclusion: the actual needle that broke was submitted for this evaluation. Upon visual evaluation, mechanical damage was observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent abdominal perineal resection on (B)(6) 2015 and suture was used. When passing the needle through dense rectal tissue in the deep pelvis, the needle broke very close to the swage. The surgeon searched deep in the pelvis and was unable to locate the broken portion and the decision was made to leave the piece in the patient. The procedure was completed with a like device. The patient is going to be re-operated to remove gauze packing and the surgeon will search for the needle at that time. Additional information has been requested.